Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that his sensor readings were inaccurate. The customer¿s blood glucose was 46mg/dl at the time of the incident. The customer had a low blood glucose and gave himself more insulin so he drank 6 ounces of orange juice and had a slice of whole grain bread. Customer's low blood glucose began on (B)(6) 2017. The customer states that at his doctor's appointment, the endocrinologist made adjustments to his basal settings. Trouble shooting was completed and the pump is working as designed. The pump will not be returned for analysis.